Event description:
It was reported that "after zeroing, there was no ap signal on fos connection, then they moved to using a transducer but still there was no ap signal. The catheter was then removed". Additional information states that the second catheter used was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane, buckling was noted on the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The visible section of the iabc bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was in-tact. The cal key was examined, and no damage was noted. The iabc bladder was noted with-drawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 26.2cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The oneway valve was connected to the short driveline tubing and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "no ap signal" is not confirmed. No damage or bends/kinks were noted to the central lumen of the returned sample upon receipt. During the investigation, the central lumen was successfully aspirated and flushed with no blockages. The returned device passed visual and functional test specifications related to the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer.

Event description:
It was reported that "after zeroing, there was no ap signal on fos connection, then they moved to using a transducer but still there was no ap signal. The catheter was then removed". Additional information states that the second catheter used was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4).